Event description:
As reported by the user facility: reports catheter placed in laboring mom, upon removal of the catheter, the "plastic sheath around spring wound catheter was torn at tip, unsure if a piece of the catheter and wire in the patient." The catheter was discarded in the sharps container, and it has been removed so there is no access to the catheter to see if the catheter is torn or if there is a part that was cut off. Reports patient still in labor, no action has been taken at this time. Customer is aware that product is not MRI compatible.

Manufacturer narrative:
The actual device in the reported incident was not returned for evaluation. Without the actual sample a thorough investigation could not be performed. Incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. However, since the catheter was not returned, no specific conclusions can be drawn. There have been no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any discrepancies or nonconformities that could have contributed to the reported event during inprocess or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.